Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that balloon removal difficulties were encountered. The 90% stenosed target lesion was located in the calcified mid right coronary artery (rca). After a 6fr non-bsc guide catheter and a non-bsc extension catheter was used, pre-dilatation was performed with a 4x20 balloon and then later with a 4x15 non-compliant balloon. A 3.0x38mm stent was deployed in the distal mid rca without issues. Then, a 4.0x38mm synergy drug-eluting stent also deployed, overlapping the first one. However, upon attempting to remove the delivery balloon, the balloon winged and the device could not be removed. The balloon was then inflated up to 18 atmospheres to make sure that the stent was fully expanded. The balloon got off the stent but could not be pulled back into the guide. The physician decided to pull the entire system out and after re-wiring the vessel, a 3x12 synergy stent was deployed in the proximal area without issues. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that balloon removal difficulties were encountered. The 90% stenosed target lesion was located in the calcified mid right coronary artery (rca). After a 6fr non-bsc guide catheter and a non-bsc extension catheter was used, pre-dilatation was performed with a 4x20 balloon and then later with a 4x15 non-compliant balloon. A 3.0x38mm stent was deployed in the distal mid rca without issues. Then, a 4.0x38mm synergy drug-eluting stent also deployed, overlapping the first one. However, upon attempting to remove the delivery balloon, the balloon winged and the device could not be removed. The balloon was then inflated up to 18 atmospheres to make sure that the stent was fully expanded. The balloon got off the stent but could not be pulled back into the guide. The physician decided to pull the entire system out and after re-wiring the vessel, a 3x12 synergy stent was deployed in the proximal area without issues. No patient complications were reported. It was further reported that the balloon deflation was allowed over 15 seconds after deploying the stent until no contrast could be seen in balloon.